Event description:
It was reported that the patient was admitted to mt. Hood medical center with abdominal pain of unknown etiology. It was thought to be related to the pump and constipation. Regarding patient's abdominal pain, it was unclear where the pain was coming from. The device was used to deliver baclofen.

Manufacturer narrative:
Product ID 8711, lot# j11171r44, implanted: 2002 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).